Event description:
The customer contacted baxter's technical service center to report a high drain 105 alarm on a homechoice (hc) device after therapy and at the beginning of the next therapy. The home patient (hp) stated she was on vacation and was doing manual exchanges. The hp started retaining fluid so her nurse told her to use a 2.5% and a 4.5% dextrose solution. When she was done with the therapy she felt great, but the hc started alarming high drain 105. She called her registered nurse (rn) and the rn told her to call baxter. The baxter technical service representative (tsr) helped the hp clear the alarm. The tsr checked cycle by cycle ultrafiltration (uf). Cycle 5 uf was 2001ml, and the hp's fill volume was 2000ml indicating the home patient (hp) drained 2001 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was approximately 4001 ml, which meets the iipv criteria. The tsr initiated a swap of the device. The hp has the procard to program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold.